Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level at the time of the incident was 7.0mmol/l. The customer states trying to change out the infusion set and reservoir once they did they tried to bolus and the pump alarmed compromised force sensor system. The drive support cap was not damaged. It was advised to discontinue the use of the device and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. Insulin pump received compromised forced sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test due to compromised forced sensor system alarm.